Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that artifacts appeared on shoulder and sunrise views. The device was in clinical use and there was no harm to patient or user. The filed service engineer (fse) performed analysis and concluded that the detector was dropped. After recalibrating the small detector, the artifact could not be reproduced. It is possible that the artifact appeared due to a change in temperature. Detector needs to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the artifacts appeared on shoulder and sunrise views. The device was in clinical use and there was no patient or user harm additional information received and confirmed that the detector was dropped.